Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'when advancing the subject stent within a microcatheter, resistance was encountered in the shaft. When the stent delivery wire was pulled after judging that it was difficult to be deployed, it was found that the delivery wire had been fractured. There was not enough resistance to break off the stent; however, the stent delivery wire was fractured and stretched. The stent itself was retrieved to the hub of the microcatheter when the stet delivery wire had been pulled. After that, the procedure was successfully completed with the new microcatheter and the atlas stent'. It was reported in the follow-up good faith efforts (gfe) responses that friction was experienced during stent deployment although this is most likely to be during stent advancement inside the microcatheter shaft as it is extremely unlikely that the stent was advanced to the distal end of the microcatheter. It was also noted during the gfe responses that the stent delivery wire was not fractured inside the patient. This is conflicting with the event description version of events. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during cerebral aneurysm case, resistance was felt while advancing subject stent in the shaft of microcatheter and during stent deployment. So, the physician pulled the stent delivery wire (sdw) and it was found to be fractured and stretched. During this process, stent itself was also retrieved to the hub of microcatheter. The subject stent was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during cerebral aneurysm case, resistance was felt while advancing subject stent in the shaft of microcatheter and during stent deployment. So, the physician pulled the stent delivery wire (sdw) and it was found to be fractured and stretched. During this process, stent itself was also retrieved to the hub of microcatheter. The subject stent was replaced, and the procedure was completed successfully with no clinical consequences to the patient.